Manufacturer narrative:
D10: (B)(6) 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. (B)(6) 02-020-11-0250 - truliant ps cem fem ps cem left sz 5. (B)(6) 02-012-60-1440 - logic stem ext 14mm x 40mm. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have been the result of prosthesis wear and femoral loosening as stated in the operative notes. The femoral loosening may have been the result of failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the reported polyethylene wear cannot be determined as the devices were not available for evaluation, and pre-revision radiographs and images of the explanted devices were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery due to advanced degenerative joint disease, left knee, varus deformity, flexion contracture. They were subsequently revised, approximately 3 months post primary procedure. Revision op report states that the patient indicated for surgery due to pain, instability, and swelling. The report further states that the loosening of the femoral component was noted. Femoral component had no fixation to the cement, but cement had a good fixation to-the bone. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.